Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 9735825 (lot: -); product type: 2543-mnav - system h3: a manufacturer representative went to the site to test the equipment. In summary, the break out box was faulty and needed to be replaced. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during a planned maintenance (pm), the system displayed a "localizer faulted" error message (electromagnetic localization). No patient was present. Troubleshooting information was provided. Swapping break out boxes with another system resolved the issue. The probable cause was suspected to be a faulty break out box.

Manufacturer narrative:
H3: the emitter (product ID: em intfce 9735825 s8 em instr intfce, serial/lot: (B)(6)) was returned to the manufacturer for analysis. Analysis found that there were damaged electronics and/or an interconnect failure. This issue was documented in a medtronic navigation hardware anomaly tracking database. H6: codes d02, b01, c13 apply to the system (product ID: surgn cart 9735665 stealth s8 premium, serial/lot: (B)(6)). Codes d02, b01, c02 apply to the emitter (product ID: em intfce 9735825 s8 em instr intfce, serial/lot: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. The break out box was replaced. The system then passed te sting. Codes b01, c13 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.